Event description:
Boston scientific received information that, during an elective replacement procedure, this right atrial (ra) lead could not be removed from the header of the associated pg. Attempts were made to remove the lead, but the pin was stuck in the header, and the connector broke off. This ra lead was surgically abandoned. A new ra lead was not implanted because the patient did not need one. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.